Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer was assisted with troubleshooting. Customer stated insulin did not exist the tubing and insulin pump alarmed no delivery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.